Event description:
Pt with a medical history of osteoarthritis experienced severe pain in both knees. Concomitant medications were not provided. The pt began treatment with synvisc in 2005. The pt received synvisc injections 1 week apart into both knees. After the first injections on jan. 2005 pt experienced some pain in both knees. After the second injection, pt experienced severe pain in both knees. Pt was treated with tylenol and codeine. The pt received a cortisone injection into an unk knee approximately one week ago (date unk). At the time of this report the pt's outcome was unk. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.